Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 28-aug-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 28.975 u and dailytotalofbolusinsulindelivered = 20.25 u which is equal to the dailytotalofallinsulindelivered = 49.225 u. All bolus/basal were delivered in auto mode/manual mode. No over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 28-aug-2025, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on 08/22/2025 at 12:41:39.000, 08/27/2025 from 11:35:13.000 until 17:39:37.000, 08/28/2025 at 03:53:53.000 and 09:26:16.000 during bolus, basal and fill cannula deliveries. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleges the pump is overdelivering. The customer reported a blood glucose value of 23 mg/dl. The customer had experienced hypoglycemia, was treated with glucose/carbohydrate intake, and had an emergency room visit and hospitalization. The significant events leading to admission were low blood glucose and unconsciousness. The event involved product(s) unomedical, mmt-332a, and mmt-1880l. Troubleshooting was performed for the low blood glucose the customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. No product return is required for unomedical and mmt-332a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer has returned the device for analysis.